Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection revealed two lead-to-can external insulation abrasions proximal to the suture sleeve impression region. The lead-to-can insulation abrasions breached the right ventricular cable lumens and the optim insulation. Further analysis revealed the coating of the cables were intact and the inner coil was not exposed in the abrasion region.

Event description:
This report is to advise of an event observed during analysis. Related manufacturer report number: 2938836-2018-08535.